Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was found to be dislodged. The event was resolved without adverse consequences to the patient. It is unknown at this time how the lead dislodgement was addressed. Additional information is not available at this time.

Event description:
New information received notes that the left ventricular lead was explanted on 2017. Patient was stable.